Event description:
It was reported that the insulin pump alarmed no delivery when customer changed his infusion set. Customer's blood glucose was 156 mg/dl. Customer stated the alarm was resolved by a complete set change. Customer went to his healthcare provider and they helped him changed his infusion set. Customer does not want to return the infusion set and reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.